Event description:
A malfunction alarm coded as malf 12 was reported, and the customer initially could not reset the pump due to the lack of a charging pad. There was no adverse impact to the customer's blood glucose level. Later, the customer called back to continue troubleshooting, and technical support assisted with resetting the pump and resuming insulin delivery.